Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were hospitalized on (B)(6) 2019 due to the high blood glucose level and diabetic ketoacidosis. Blood glucose level of the customer was over 600 mg/dl at the time of the hospitalization. The customer was treated with the insulin pump and intravenous drip. It was reported that the customer had nausea, vomiting, abdominal pain and difficulty in breathing. The insulin pump will not be returned for the analysis.